Event description:
It was reported that this deep brain stimulation (dbs) system was explanted due to a site erosion around the burr hole cover. Device was disposed of at facility, no additional adverse patient effects were reported despite good faith efforts.

Manufacturer narrative:
Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6).